Manufacturer narrative:
Ocd field service investigated and determined that the vitros eciq had been exposed to airborne contaminants due to a hospital construction project. Ocd field service decontaminated all subsystems of the vitros eciq, returning it to expected operation. The root cause of the falsely elevated vitros tropl es results is instrument related.

Event description:
The customer obtained falsely elevated vitros tropl es results on multiple patient samples processed on a vitros eciq from (B)(6)-(B)(6), 2009. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The initial false elevated results were reported and corrected reports were issued. There was no report of patient harm as a result of this event. (B)(4).